Event description:
It was reported that a pt underwent a sling procedure in (B) (6) 2001. The pt experienced pelvic and vaginal pain, bleeding from vagina, and stress urinary incontinence 39 months post procedure. A large mid-urethrovaginal fistula hidden by a one cm granuloma was noted. The urethrovaginal fistula was closed using simple sutures after removal of sling. Clinical exam six weeks later showed perfect healing and no stress urinary incontinence.

Manufacturer narrative:
(B) (4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.